Event description:
It was reported that the patient underwent a gynecological procedure in 2003 and mesh, ams sparc, bard align, boston scientific obtryx, and coloplast aris were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal of sparc on (B)(6) 2005 due to exposed vaginal foreign body. It was reported that the patient underwent mesh removal on 09/28/2010 due to mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with hysterectomy due to symptomatic rectocele, lax perineal body. It was reported that the patient underwent vicryl mesh implant on (B)(6) 2004 concurrently with posterior colporrhaphy and perincoplasty. It was reported that the patient underwent excision of vaginal wallmass on (B)(6) 2004.